Event description:
It was reported that hvb impedance has been greater than 200 ohms on several occasions, and there was a possible lead fracture. The lead was replaced. There were no further patient complications as a result of this event. Additional information received in a lawsuit alleges that the patient "suffered injuries," "being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life, due to the knowledge that she could at any time be subjected to further injuries assocated with the defective leads."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.